Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during tissue excision after cauterizing tissue with a covidien pen, as the pen was moved away from the tissue, a flame occurred. The procedure was completed with a second generator and pen. The procedure was completed with no patient consequences reported.